Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the prefix section with a lot of characters caused the error for that order. A technical support specialist dialed into the customer care fusion coordination engine (cce) and confirmed the message was successfully sent to the host without errors. Accessed the med es application and reviewed the order in the database, where a sql error was identified indicating prefix section with a lot of characters. Advised the customer that the orc.12.6 segment exceeded the 20 character limit per es interface specification, and requested customer to truncate or reduce the field. Customer updated pis logic to truncate orc.12.6 below 19 characters, resent the order, and it was successfully processed by the med es server. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were missing and not displaying for one specific patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.